Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently did not auto-populate blood glucose (bg) values in the bg menu of the pump when the customer attempted to deliver a bolus. Customer's blood glucose ranged from 251-253 mg/dl. Customer continued to use the pump for insulin therapy.